Manufacturer narrative:
(B)(4). Batch # n92y3h. The following information was requested, but unavailable: please describe in detail how the device did not function as intended. Did the device jam (not fire clips)? Did the device drop or eject clips? Did the device fire malformed clips? The analysis results found that the el5ml device was returned with no damage in the external components and 2 conforming clips and 1 malformed clip inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device did not function as its purpose. It is unknown when the event occurred. There were no adverse consequences for the patient reported.